Event description:
The customer reported the system would not raise or lower. A pt was involved, but not injured.

Manufacturer narrative:
The ge service rep replaced the power supply. No pt injury was reported.